Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during an scs system implantation procedure on (B)(6) 2024, after two leads were placed but the wound was not closed, it was discovered that the lead was past the expiration date printed on the product package. The physician was alerted of this but made the decision to leave the lead implanted to avoid the extension of the surgery as the patient was under general anesthesia. Effective therapy was established post-op. There were no complications during the procedure and to date there have been no adverse effects reported.

Manufacturer narrative:
An expired lead was reported to abbott. Although the leads were implanted, abbott advised against the leads remaining implanted, but the effort was unsuccessful. Based on the information received, the event is consistent with the unintentional use of expired product. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Actions have been taken to prevent reoccurrence via capas 138164 and 116859. A year later and no report of infection has been made.